Manufacturer narrative:
(B)(4). The device was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The device was prepped prior to use with no issue/ leak noted, which would suggest that the device was not damaged prior to use. It should be noted that the nc trek rx, global, instructions for use (IFU) states: note the ¿use by¿ date specified on the package. The reported IFU violation did not cause or contribute to the reported balloon rupture. The investigation determined the reported balloon rupture appears to be related to circumstances of the procedure. It is likely that during advancement through the mildly calcified and mildly tortuous anatomy and/or other devices used, the balloon became compromised and/or damaged resulting in the pinhole balloon rupture during inflation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the left anterior descending coronary artery that was both mildly calcified and tortuous. The nc trek rx balloon was advanced to the lesion and inflated one time to 15 atmospheres but did not inflate further due to a small hole in the balloon. The doctor is aware he used an expired device. There was no reported adverse patient effect or a clinically significant delay in the procedure. Another nc trek rx was used to complete the procedure. No additional information was provided.